Event description:
It was reported that the device gave an alarm and displayed the message "error 41541". No known adverse effects to patient.

Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Batteries were inserted in the pump. The pump was found to be displaying latch_lock_bits_not_high "41541" error code alarm message during the investigation. The customer's reported problem could not be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty latch/lock optic flex sensor.